Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. All attempts and regaining the fiber optic arterial pressure waveform were unsuccessful. The inner lumen of the iab was already connected to a flush bag and transducer. The customer was guided to connect the transducer to the cs300 intra-aortic balloon pump (iabp) and level and zero. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.